Event description:
Major pump unit(s) involved: drive unit failure; disconnected power by patient, no inherent device failure. Specific component(s) involved: patient disconnected power, pump stopped. Causative or contributing factor: patient noncompliance in device maintenance and protection. Type: lvad.

Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: other component malfunction.